Event description:
It was reported that during a vats lobectomy, the surgeon was unable to open the jaws, the jaws were open enough to remove from tissue. The manual release was used with no results. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.